Event description:
It was reported that during preparation of a 20/30 indeflator, the needle of the pressure gauge pointed at 6 atmospheres when it was removed from the package. Inflation and deflation were performed, however, the needle did not move. The device was not used and there was no patient involvement. A new indeflator was used successfully for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.